Event description:
During a shoulder arthroscopy procedure, the anchor sheered off at the eyelet. Broken portion of the device was left imbedded in the pt's bone. A back up device was available to complete the procedure. No pt injury or complication were reported.